Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported the device is auto-cycling and the exhalation differential transducer failed calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient-use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The ventilator main printed circuit board assembly (pcba) was returned to vyaire and evaluated. The reported problem was confirmed and duplicated. The event log indicated pt 802 faults and the pt 802 pressure transducer failed calibration when it was attempted during the manufacturer evaluation.